Manufacturer narrative:
The devices were not returned for investigation. No return product evaluation could be completed. The manufacturing record and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a bilateral evar, for the first manta deployment. For the second 14f manta device deployment on the opposite side, the physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. With coaching, the device was advanced and deployed successfully.

Event description:
As reported: case was 3 graft, bilateral large bore, evar following a coil placement. After swapping to manta sheath, insertion of 14f manta device was very difficult for new user to the point that he asked "it's not advancing easily, should it be this tough?" With coaching, the device was advanced and deployed successfully. For the second deployment on other side, the operator encountered the same resistance and noted that it felt different from the manta's used the previous week for similar, bilateral evar closure. He was coached again through closure, with successful closure. Devices were not retrievable/have not been returned. Associated to: MDR 3010252479-2021-00126 manta.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.